Event description:
It was reported by repair work order that the brake indicator light was not functional due to the siderail control board malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.